Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program (psp) concerned a (B)(6) male patient. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin) via cartridge through reusable pen (humapen ergo ii) 32 (no units) each morning and 34 (no units) each evening, subcutaneously, for the treatment of diabetes mellitus, from 2010 to 2014. On unspecified date while he was taking human insulin, time to onset unknown, he experienced high blood glucose due to his physician let him to changed the human insulin evening dose from 34 to 36 (no units), after that his blood still was controlled not well, due to this on unspecified date in 2014 according to physicians order he changed from human insulin to insulin lispro. He received insulin lispro (rdna) injections (humalog) via cartridge through reusable pen (humapen ergo ii), 24 (no units) each morning, 22 (no units) each noon and 24 (no units) each evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2014. He also received insulin glargine, unknown formulation, beginning in 2014, indication of use and dosage regimen was not provided. In (B)(6) 2016, approximately two years after beginning insulin lispro and discontinued human insulin, he found that the blue rubber of his humapen ergo ii came unglued and the cap broke (lot. 0903d01 (B)(4)). Additionally on (B)(6) 2016 approximately two years after beginning insulin lispro his blood glucose was high due to this he was hospitalized for ten days, during the hospitalization his fasting blood glucose was 10-11 (no units) and postprandial blood glucose was 14-17 (no units) he was discharged from hospital approximately on (B)(6) 2016, no further details were provided. Additionally he stated that he always forget injecting insulin glargine, he also forgot to injecting on (B)(6) 2016. Additionally his fasting blood glucose was still little high sometimes, and on (B)(6) 2016 his fasting blood glucose was 10.4 (no units) and postprandial blood glucose was 11 (no units). Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro was continued and insulin glargine treatment statuses was unknown. The operator of humapen ergo ii was the patient and his training status was unknown. The device model and suspect duration of use was about six years. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the events were related with human insulin, insulin lispro or insulin glargine, he did not provide an assessment of relatedness between the events and the humapen ergo ii. Update 07jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 11-jul-2016: upon review updated project code to insulin lispro psp. Updated insulin lispro as study drug instead of human insulin. Updated case accordingly. No more changes. Edit 14-jul-2016: upon internal review of information received on 14-jiul-2016. Product complaint number added. No more changes. Update 15-jul-2016: follow-up information received on 04-jul-2016 included (B)(4) which already had been previously processed. No changes performed to the case.

Manufacturer narrative:
Evaluation summary: a male patient reported that his humapen ergo ii device was aging (the blue rubber [soft touch] came unglued and the cap broke). The patient experienced increased blood glucose levels. The device was not returned for investigation (batch 0903d01, manufactured march 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which ensures dose accuracy with high probability. The patient used his ergo ii device for approximately six years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. The patient stated that he always forgot to inject his insulin. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the patient's complaint, but it is unknown if this is relevant to the increased blood glucose levels.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program (psp) concerned a (B)(6) asian male patient. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin) via cartridge through reusable pen (humapen ergo ii) 32 (no units) each morning and 34 (no units) each evening, subcutaneously, for the treatment of diabetes mellitus, from 2010 to 2014. There was evidence of improper use as the device was used beyond the self life. On unspecified date while he was taking human insulin, time to onset unknown, he experienced high blood glucose due to his physician let him to changed the human insulin evening dose from 34 to 36 (no units), after that his blood still was controlled not well, due to this on unspecified date in 2014 according to physicians order he changed from human insulin to insulin lispro. He received insulin lispro (rdna) injections (humalog) via cartridge through reusable pen (humapen ergo ii), 24 (no units) each morning, 22 (no units) each noon and 24 (no units) each evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2014. He also received insulin glargine, unknown formulation, beginning in 2014, indication of use and dosage regimen was not provided. In (B)(6) 2016, approximately two years after beginning insulin lispro and discontinued human insulin, he found that the blue rubber of his humapen ergo ii came unglued and the cap broke (lot. 0903d01 pc. (B)(4)). Additionally on (B)(6) 2016 approximately two years after beginning insulin lispro his blood glucose was high due to this he was hospitalized for ten days, during the hospitalization his fasting blood glucose was 10-11 (no units) and postprandial blood glucose was 14-17 (no units) he was discharged from hospital approximately on (B)(6) 2016, no further details were provided. Additionally he stated that he always forget injecting insulin glargine, he also forgot to injecting on (B)(6) 2016. Additionally his fasting blood glucose was still little high sometimes, and on (B)(6) 2016 his fasting blood glucose was 10.4 (no units) and postprandial blood glucose was 11 (no units). Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro was continued and insulin glargine treatment statuses was unknown. The operator of humapen ergo ii was the patient and his training status was unknown. The device manufacture date mar2009, the model and suspect duration of use was about six years. The action taken with the suspect device was not provided and was not returned. The reporting consumer did not know if the events were related with human insulin, insulin lispro or insulin glargine, he did not provide an assessment of relatedness between the events and the humapen ergo ii. Update 07jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 11-jul-2016: upon review updated project code to insulin lispro psp. Updated insulin lispro as study drug instead of human insulin. Updated case accordingly. No more changes. Edit 14-jul-2016: upon internal review of information received on 14-jiul-2016. Product complaint number added. No more changes. Update 15-jul-2016: follow-up information received on 04-jul-2016 included pc number (B)(4) which already had been previously processed. No changes performed to the case. Update 18aug2016. Additional information received 17aug2016 from the product complaint safety database. To the device tab added manufacture date, added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Edit 19-aug-2016: upon internal review human insulin was coded as study drug and insulin lispro was coded from the dictionary. No more changes.